Event description:
The customer reported to olympus the image of the evis exera iii colonovideoscope would not appear after multiple reconnections. The customer further stated that the screen remained in a ¿rainbow¿ standby mode with a scope error (e315) message. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delays. There were no reports of patient/user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image problem was due to a damaged plug unit. Deep dents and scratches were also observed on the unit due to physical damage. It was observed that the plastic distal end cover had scratches and dents in which insulation was recommended. It was observed that the bending section cover had excessive patchy color and the glue on the plastic distal end cover of the bending section was cracked. It was observed that the insertion tube had deep scratches and discoloration. The air and water supply did not meet standard and switch camera 1 had a hole, though the switch remained functional. The control play knob for the up, down, left, and right movement was loose. Upon testing it was also observed that the angulation for the up, down, left, and right movement was considered low and recommended for repair. It was observed that the radio-frequency identification (rfid) labeling was peeling. Lastly, the objective and light guide lenses were peeling glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, there were deep dents and scratches to the scope connector causing an unstable electrical connection. It¿s likely the error code e315 was due to the user handling. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.